Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer duplicate address was detected. The customer reported that there was a failed drawer that could not be recovered. He mentioned that he had already rebooted the station twice by turning it off for 5 minutes and then for 10 minutes, but the issue still persisted. He was unable to open the entire main drawer 6.1. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system detected duplicate address and was unable to be recovered. A field service engineer (fse) identified that drawer 6.1 had failing cubie pockets due to a poor connection at the row board header connection on the drawer board. The connection was cleaned and reseated, and the drawer was tested using the hardware test application (hta) and the application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.